Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"The patient reported having fit issues with the aligners. The aligner is digging into the gum line causing discomfort and bleeding. The pain is tolerable, but the concern is with damage to the gums due to poor fitting from the aligners. The patient has worn aligners and retainers' multiple times over the years and had not experienced this level of irritation. The patient plans to continue the treatment, unless severe irritation requires medical intervention. Dental history includes orthodontic invisalign and previous root canal treatment. There was no additional medical history provided.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.